Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for evaluation. The returned sample included the carrier tube and hemostasis sheath assembly, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy from the device successfully except tamper tube. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The inner diameter (ID) of the carrier tube assembly and the outer diameter (od) of the tamper tube were measured. The outer diameter of the tamper tube was measured to be 0.0602'' which was within the specification of 0.060+/-0.002". The carrier tube ID was found to be 0.063" which is within the specification of 0.068" +/- 0.005. Measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed for the non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device was used post femoral angiogram and assessment to evaluate appropriate use. Upon delivery of the device, standard protocol was used to locate arteriotomy and set the device. In the final step of creating a seal, the device was pulled back. The operator met no resistance, and the entire system came out smoothly. No seal was created to achieve hemostasis. Manual pressure was applied to achieve hemostasis. Upon assessment of the angio-seal device, it appeared to be missing components (anchor, suture, collogen). The blood loss was less than 250cc's. The patient was in stable condition, recovered and discharged home. The outcome of the procedure was as desired. There was no patient injury or surgical intervention required. Additional information was received on 22 may 2023: the procedure was a peripheral angiogram using a 6 french sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no concomitant medical products were used with the angio-seal device involved.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to account policy, a2: age & date of birth: requested, not provided due to account policy, a3: patient sex: requested, not provided due to account policy, a4: weight: requested, not provided due to account policy, a5: ethnicity: requested, not provided due to account policy, a6: race: requested, not provided due to account policy, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.